Event description:
It was reported that after placement of t's, the knot would not slide to tighten down the suture. The surgeon was told to pull harder which resulted in the sutures breaking. The surgeon removed the broken suture and left the t's in the patient. A delay of only a few minutes occurred to cut the sutures free. No patient injury or complications were reported.